Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that leak occurred between the texium connection and the smart site on the set.

Manufacturer narrative:
The customer reported the texium was leaking at connection to another set, and returned 2 used samples of material 22603-b007t, lot 25025392. Upon initial visual examination, the set had no defects or abnormalities. The set was tested with an unopened bd standalone smart site, also returned from the customer, and the set confirmed the failure of texium leakage. A trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the texium device and prevent future occurrences of this type. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.